Event description:
It was reported that pump generated cartridge alarm during normal use, and caller confirmed prior similar alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and switch to alternate insulin method if needed, while technical support confirmed warranty status, arranged shipment of replacement pump, and provided instructions to place pump in storage mode and return it within specified time frame; caller was also instructed to re-enter pump settings and reconnect continuous glucose monitor to replacement pump and acknowledged all instructions.